Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2023-02736. It was reported that the patient experienced ineffective therapy and one of the patient's leads migrated. Surgical intervention was undertaken wherein two leads were added on (B)(6) 2023. The physician attempted to reposition the migrated lead was unable to due to scar tissue. Effective coverage was established postoperatively.